Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue.

Event description:
The hospital reported receiving an error that results in an inability to initiate mechanical ventilation during a case. The unit was replaced and case resumed. There was no report of patient injury.